Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staples did not form properly. The surgeon resected the application site and closed the rectum with a flexible stapler.